Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/30/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. The patient reported that they experienced a skin reaction with an infection which occurred 9 days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. (B)(6) 2024, the patient received a calibration error message and decided to remove the sensor. Upon sensor removal, he noticed there was a "purplish red" pimple (bump), at the needle puncture site, and the area looked infected. The patient called his physician who advised to keep the area clean and to follow up if the symptoms do not subside. On (B)(6) 2024, the patient followed up with a physician office visit due to the symptoms spread and the area was the diameter size of the sensor pod. He was prescribed an oral antibiotic medication (cephalexin 500 mg, two times per day for 10 days). At the time of the initial report the patient was on the seventh day of treatment and confirmed the symptoms had already subsided and the wound was "almost closed", and he was doing well. No photo was provided. No additional event or patient information is available.